Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was noted that the symptoms appeared to be unrelated to ipg function.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that, two to three weeks post implant, they experienced fainting spells. Patient complained of having strange dreams for few weeks. Patient feared they were having strokes and they "wake up soaking wet, ears pounding, eyes were crossed, could not breathe well. Mouth would not work right. Extreme beating and throbbing." Pt reported "blue feet". "Also had to go to the bathroom real badly". "Very weak". Patient stated these episodes come back every third or fourth day. "Not as strong as when they first started. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.